Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured february 23, 2015 ¿ february 26, 2015. Visual inspection was performed and revealed a white particle floating in the solution of the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white particulate matter floating in the solution. This was identified during storage. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.